Event description:
It was reported that during a hip fracture procedure the surgeon tried inserting the helical blade and the helical blade would not pass through the nail. Surgeon noted that the locking mechanism inside the nail was already advanced. The locking mechanism was backed out and the helical blade was re-inserted and passed through the nail. 45 minutes was added to the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product code: hwc. No sample was returned for evaluation. A review of device history records for manufacturing revealed no complaint related issues. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for file (B)(4).

Event description:
This is report 1 of 1 for file (B)(4).